Event description:
Additional information was received: patient taken to ccl and sheath exchanged for larger size. Bleeding controlled. The device was discarded after use and is not available for return.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the access site adverse event was not established as limited clinical information was provided on cause of bleed. The root cause of the injury (ischemia) was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that a fifty-two-year-old female patient with uncontrolled diabetes mellitus and a recent myocardial infarction experienced hemodynamic collapse and a cardiac arrest, after which return of spontaneous circulation was achieved and an impella cp device was placed. The patient was treated for multivessel coronary artery disease with percutaneous coronary intervention. Following transfer, loss of distal pulse was noted, and she was taken to the catheterization laboratory for external femoral-femoral bypass and impella repositioning, which restored pulses. Overnight, the patient experienced further hemodynamic deterioration requiring increased medication support. Due to suction events, the device performance level had to be reduced. The left femoral access site used for the external bypass developed uncontrolled bleeding, requiring prolonged manual compression. The patient was returned to the catheterization laboratory, where the perfusion sheath was exchanged for a larger size, successfully controlling the bleeding. She received two units of blood products, and lactate levels peaked before later improving. Given the patient¿s worsening overall condition and poor prognosis, the family elected to withdraw care, and the patient subsequently expired. Bleeding at the access site was recognized as a known potential risk associated with the impella cp device as outlined in the instructions for use. Death was conservatively coded to the device, although the clinical course appeared primarily related to the underlying cardiac disease and critical illness rather than to a device malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.